Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) generated an alarm. There was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) generated an alarm. There was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter name, initial reporter email), e2, e3, g4, g7, h2, h10.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) generated an alarm. There was no adverse event reported.